Manufacturer narrative:
Correction: b5 and h6 for programming changes.

Event description:
New information notes that programming changes took place.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited under sensing and r wave amplitude variation. It was also noted that during ventricular tachycardia (vt) and ventricular fibrillation (vf) the ICD failed to deliver therapy. No intervention was performed. The patient was stable.